Event description:
It was reported that a lead warning was triggered for high impedance on the atrial lead and infinite impedance was also noted to have occurred. The lead was suspected to be fractured. Since the patient is in chronic atrial fibrillation, the physician decided to program the device to vvir mode. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator (ipg) 2012 (B)(6); 5076 implantable pacing lead 2012 (B)(6). (B)(4).